Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the circumstances that led to the issue was that they were having pain in their pelvic region. It was reported that the lead migration was resolved. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that with the patient's previous implant a wire moved and it had to be replaced. The internal devices were replaced and the patient couldn't recall much information around the event. There were no further complications reported.